Manufacturer narrative:
Investigation results: a navigator dilator and sheath were returned. It was found that both of these device parts were bent in the middle. Residues indicating use were found in the distal section of the dilator and the sheath had numerous whitened areas in the bent section caused by stress but it was not cracked. It is most likely that procedural or anatomical factors encountered during procedure could have contributed to the encountered issues, therefore the most probable root cause for the complaint event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in a ureteroscopy procedure performed on (B)(6) 2017 according to the complainant, upon inspection, the sheath appeared to be cracked. The procedure was completed with another navigator hd access sheath . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in a ureteroscopy procedure performed on (B)(6) 2017 according to the complainant, upon inspection, the sheath appeared to be cracked. The procedure was completed with another navigator hd access sheath . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.